Manufacturer narrative:
Resident is reported to have received a fracture to the left collar bone during the event, which would indicate a drop forward. However, the second caregiver is reported to have stood behind the resident and lowered her to the floor from that position. The MFR tried to re-enact the proceedings where the resident is said to have brought her arms inside the sling and began to fall. It was found that, with the sling properly attached as described in the sara 3000 operating and product care instructions [opi] (meaning with the chest fixation strap applied), it is not possible for a pt that fits the intended use criteria in said instructions to fall out of the sling. The opi instructions state in the section "product description and handling instructions:" "warning: the sling chest support strap must always be applied and fastened when using the sling." The resident is documented to have been lifted to receive peri-care. The opi clearly states in the intended use "[..] Sara 3000 is a mobile raising aid, [...], intended to be used for raising to a standing position and short transfer of residents [..]" With the info at hand, there appears to have been no deficiencies to the product, and no causal link could be established between the medical device functioning and the pt dropping. The opi was not adhered to with regards to the intended use. The MFR concludes the root cause appears to be insufficient knowledge of the opi for the lift. There is insufficient evidence to build a corrective action towards the product. This complaint will be trended for future reference, and the issue will be further evaluated. Also the final outcome of the supplier's investigation will be taken into account. The facility's personnel shall be reminded of the instructions for use of the lift.

Event description:
The facility reports two caregivers were raising female resident in her (B)(6), to a standing position to provide peri-care. The resident let go of the handles, brought her hands inside of the sling, and began to fall through the sling. The caregiver stood behind the resident to brace her and lowered her to the floor. Resident fractured left collar bone. The sling and lift were evaluated. Both are reported to be in good condition; no allegation of deficiency in the report. (B)(4).